Event description:
"Pain leaking rippling; my mentor implants are rippling, bubbling leaking incapsulating, making me sick, flu like symptoms, pain in right breast, daily right breast way worse, two inches no higher than right." "Went to dr they must come out called mentor not helpful." FDA safety report ID# (B)(4).